Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. This device was explanted due to a slowly expanding aaa, secondary to a type ii endoleak. The type ii endoleak was observed from the ima at the first follow-up, followed by an accessory left renal source observation at 1 year. Continued serial surveillance showed no interval change in the type ii endoleak, with the aaa size slowly increasing from 5.2 cm to nearly 6cm maximum diameter. At explant pulsatile bleeding was observed from both the ima and accessory left renal, and the patient was successfully converted. No change of the graft position was ever observed, and the graft was noted at explant to be firmly attached to the proximal neck and distal iliac limbs bilaterally.

Manufacturer narrative:
Evaluation summary: medtronic has received the stent graft delivery system and its analysis has been completed. The examination of the graft , the likely cause of the aaa expansion appears to be the type ii endoleaks. The graft was received with the transected sections left in the patient (which were sewn to the tube graft). Thereby, limiting the extent of examination. It is possible that the holes found in rings 8 and 9 of the contra limb (due to spring abrasion) may have contributed to the aaa expansion; however, no endoleaks were ever reported in the area, and the holes appear to have been covered by thrombus observed adhering to the area near the holes. No additional clinical sequelae were reported and the patient is fine. Continued from block h6. Evaluation codes, results: 313, inherent risk of procedure (endoleak, rupture) ; 317 patients condition affected effectiveness of device ( type ii endoleak) . Evaluation codes, conclusions: 50, device failure / lack of effectiveness related to patient condition (type ii endoleak).